Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the integrated electrosurgical unit (iesu) or erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system and passed energy delivery test. The instrument was fully functional. No product issue was identified. A review of the provided image is consistent with the complaint being a maryland bipolar forceps instrument. It is too blurry to identify physical damage. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument had sparks coming from the tip root. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during liver resection, the arc ground between jaws. The jaws were burnt and became difficult to dissect. The instrument was in contact with tissue. The was no collision of instrument tips or tools and no contact with staples, clips or sutures while energized. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris).